Manufacturer narrative:
Correction to g2 to add the foreign country france, as well as h6 to correct coding in investigation findings. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A defect was noted during the evaluation of insufficient insulation of the ultrasound transducer. However, this defect is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 6 years since the subject device was manufactured. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to french recommendation. The following is included in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer hmi (hygiene microbiological investigation) results reported the device tested positive with acinetobacter johnsonii, micrococcus sp, environmental bacteria. Ofr (olympus (B)(6) ) (B)(6) olympus subsidiary for hmi (hygiene microbiological investigation) results as follows: coagulase negative staphylococci detected gram positive bacteria detected micrococcaceae detected the results obtained comply with the target level defined in the dgos / pf2 / dgs / vss1 / 2016/220 instruction of july 4, 2016. The results obtained comply with the target level defined in the regulations of (B)(6) outlined on (B)(6) 2016. The results are conform to french recommendation. The subject device was decontaminated, disinfected and sterilized. The operations were carried out. Rrc (regional repair center) france olympus will proceed with a normal repair if necessary. Below are information on customers cds checklist: aniosyme 3x is the detergent used for cleaning peracetic acid, glutaraldéhyde are the disinfectant used for disinfection. Aer treatment type-soluscope 3,lcn, paa. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by (B)(6) regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the ofr (olympus (B)(6) ) (B)(6) olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection. No user injury reported.